Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When prepping the 6/7f mynx grip vascular closure device (vcd), the doctor noticed the indicator did come all the way out and just showed white and not white/black/white. Tried again and same thing. Also noticed the saline in the syringe had gone down from 3cc to basically nothing. Wondering if there was a leak somewhere since the indicator did not go all the way up. There was no patient injury. Another mynx vcd was used to complete the procedure. There were no damages noted to the device packaging. The mynx vcd was handled, stored and prep per the instructions for use (IFU). The vcd is available for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. When prepping the 6/7f mynxgrip vascular closure device (vcd), the doctor noticed the indicator did come all the way out and just showed white and not white/black/white. The physician tried again and the same thing happened. Also, the physician noticed the saline in the syringe had gone down from 3cc to basically nothing. Wondering if there was a leak somewhere since the indicator did not go all the way up. There was no patient injury. Another mynx vcd was used to complete the procedure. There were no damages noted to the device packaging. The mynx vcd was handled, stored and prep per the instructions for use (IFU). The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The syringe was not connected to the device. The sealant and the advancer tube remained in manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2128805 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.